Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: set: (B)(6) 2009, meter-inr: 3.9, lab-inr: unk; set: (B)(6) 2009, meter-inr, 5.0, lab-inr: unk; set: (B)(6) 2009, meter-inr: 3.8, lab-inr: 4.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: inratio: 3.8, reference: 4.9, mean: 4.35, confidence-limits: 2.5-6.5. (3.9 and 5.0 inr are performed more than a day apart from lab reference). Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Summary: end-user reported accuracy discrepant test result. Pt info was not known. There is only one set of qualified comparison pair in end-user provided data. Mean calculation revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Further testing is not required at this time. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to return.